Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the doctor could not let go of a piece of tissue, and they had to use the "l" wrench to be able to release the grasper from the tissue and then take it out. There was a fragment of the grasper that still remained in the abdomen. The customer recovered it and took it out. At the end, all the pieces were accounted for. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the site was experiencing a lot of issues with this instrument. The jaws broke during the surgery. All pieces were recovered and retrieved. There was no complication to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the distal end. A piece approximately 0.183" x 0.669" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.